Event description:
The consumer reported the patient had a bladder infection more than a month ago (2016), saw her physician, and was treated. Her program was changed at the time. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.